Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it currently remains implanted. The investigation is in process. Once the investigation is completed, a follow up MDR will be submitted. Concomitant medical products: item # unk, hip-other-heads-unk, lot # unk; item # unk, hip-other-cups-unk, lot #unk; item # unk, hip-other-stems-unk, lot #unk. . Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00430, 00431, 00433.

Event description:
It was reported that a patient is being considered for a revision for an unknown reason. Attempts have been made, and no further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. No information regarding the patient's indications for revision were received, however, an xray was provided, from which it was noted that the femoral head is dislocated from the acetabular component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.